Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump infusion was completed, but the antibiotic med bag was still full. The infusion was completed after the pump was restarted and adjustments were made. This issue occurred twice. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed a secondary infusion was confirmed on the event date at a rate of 200 ml/hour with a volume to be infused of 100ml. The device encountered an upstream occlusion before being terminated by the user. The pump was not placed in standby mode on or around the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.